Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 -7.0/1.0/154 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Low vault was observed. Lens exchanged with a longer length lens on (B)(6) 2024 and problem was resolved. Calculation error of crystal axis position was reported. Cause of event was reported as unknown.

Manufacturer narrative:
Device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).